Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that, the customer had high blood glucose. The blood glucose at the time of the incident was 410 mg/dl. The customer was reported that, the insulin pump was cracked and not working properly. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.